Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, g3, h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone and tac provided possible remedial actions: remove and reseat maj-1933 and maj-1941 cables, as well as all video signal cables on the tower to see whether this defeats any oxidation. If this doesn¿t resolve the phenomenon, methodically swap/replace all these cables with known reliable replacement. If this doesn¿t resolve the phenomenon, send the unit to olympus repair to evaluate for possible failures of cable ports and/or internal components. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had no video and a black screen intermittently. The issue occurred, during an unspecified procedure. There were no reports of patient harm.